Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and also had multiple insulin pump error alarm. The customer¿s blood glucose level was 401 mg/dl at the time of incident. The customer¿s current blood glucose value was 319 mg/dl. The customer also mentioned other blood glucose level as 250 mg/dl, over 400 mg/dl. Customer was able to successfully clear the alarm. Customer did not receive request to rewind pump. Customer was able to complete pump rewind. Fill cannula was recorded in daily history. The customer declined troubleshooting for high blood glucose value. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind, prime or seating, basic occlusion, force sensor test, occlusion test and self test. No hal software error detected or the main arm cannot communicate with the motor arm alarms noted during testing however, the formatted history file confirmed hal software error detected alarm due to software error. (B)(4).